Event description:
México. Allegedly, the patient presented with severe pain, swelling, and fever, requiring urgent implant removal, she was diagnosed with early seroma, hematoma, infection, allergy and dehiscence . After explant surgery her condition improved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: early seroma, hematoma, infection, allergy, dehiscence.